Event description:
Additional information received reported that the patient did not have infection when they saw healthcare provider on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v549292, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported 2 weeks ago patient went to urgent care. Patient was not sure if he was still having an infection that affected his urinary symptoms. It was indicated that this infection was what lead the healthcare provider (hcp ) to scheduled an appointment on the day of this report at 1:30 pm. It was also indicated that patient was wondering if the hcp will be explanting the neurostimulator ( ins) or the system.a follow-up report will be sent if additional information becomes available.